Event description:
It was reported that upon interrogation prior to implant, the device was found in back-up vvi mode. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. The reported field event of backup vvi reset was confirmed in the laboratory and was caused by an anomalous component on the hybrid.